Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable part: 440.837s. Lot: l894407. Manufacturing site: raron. Release to warehouse date: 04.june 2018. Expiry date: 01.may 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was ti-cp grade 4 according to iso-5832-2 specification for implants for surgery.

Manufacturer narrative:
Date of event: unknown date in (B)(6) 2019. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, a tomofix tibial head plate was found to be broken at the most proximal elliptic screw hole. Initially, the patient was implanted on an unknown date in (B)(6) 2019. Patient status is unknown. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) tomofix tibheadpl anatom med prox le he 4. This is report 1 of 1 for (B)(4).